Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: returned product consisted of a taxus liberte (mr) stent delivery system (sds). Contrast was in the distal and midshaft of the device which is consistent with the reported information that the device was used. It was determined that the distal rows of struts were stretched and extending to the tip. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2011. It was reported that during a percutaneous coronary transluminal angioplasty treatment procedure there was difficulty crossing the lesion. The lesion being treated was located in the circumflex artery. The 2.25x12mm taxus liberte monorail drug eluting stent delivery system was advanced to the target lesion when the device was unable to cross the lesion. There were no patient complications reported and the patient status is fine. Upon analysis of the device it was noted that there was stent damage.